Event description:
It was reported that the user had been disconnected from the ilet while in a care facility where glucose was monitored separately, then resumed therapy with support that included a factory reset and supply change; upon reconnection the user¿s glucose readings were high, consistent with missed insulin doses and an incorrect or incomplete use procedure, with no specific device component implicated. Symptoms included hyperglycemia. Outcomes included a missed dose impact without reported clinical sequelae. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified related to failure to follow instructions, and no applicable device part or subassembly implicated. It was concluded, based on previously established findings for similar reports, that unintended use error and failure to follow instructions caused or contributed to the event.

Manufacturer narrative:
Initial.